Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire is missing from the sensor pod and housing puck. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/17/2016 of a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the lower back on the (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the lower back. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).